Event description:
Datascope was informed on 12/11/97 that both intra-aortic balloon catheters would not be returned to the MFR for evaluation. Since the balloons will not be returned, the complaint files were closed by datascope.